Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor was unable to recognize the ECG and therapy pad electrode signals. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.

Manufacturer narrative:
Follow-up report - additional information ((B)(4) 2016): device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor was unable to recognize the ECG and therapy pad electrode signals. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.